Event description:
The lay user/pt contacted lifescan alleging the test results are inaccurately erratic, however, the results were not specified. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.